Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the front caster spoke is cracked.

Manufacturer narrative:
The device was evaluated by the returns department which found that the plastic has cracked around hub of front left caster.

Event description:
Dealer is stating that the front caster spoke is cracked.